Manufacturer narrative:
(B)(4). The lot was manufactured august 26, 2015 ¿ august 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device had been filled with 121 ml fluorouracil in sodium chloride solution. The reporter stated that the device completed infusion in 24 hours rather than the expected therapy time of 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.